Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unspecified step of therapy, while the hp was connected. The hp pressed go to start the therapy prior to connecting to the hc machine and then connected and continued the therapy. At some point during the therapy, the patient disconnected and then reconnected to the hc machine. Once the hp reconnected, the hc started to alarm. The hp stated that they completed therapy by manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.